Manufacturer narrative:
Zoll has received the cool line catheter (lot #160313) for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
On (B)(6), 2022, an ivtm therapy was initiated for a subarachnoid hemorrhage (sah) patient using a cool line catheter (lot #160313) and start-up kit (suk) (lot #165863). During the cooling phase on (B)(6), 2022, the thermogard xp ivtm system generated an "air trap warning" alarm three times. The customer noted that the saline level in the saline bag was not decreased and could not find the cause for the alarm. The following day on (B)(6), 2022, the thermogard xp ivtm system again generated an "air trap warning" alarm. The customer put the thermogard system in a stand-by mode to confirm that the patient's temperature was normal (no fever) and ended the temperature management therapy. The customer removed the catheter, and a leak from the balloon was confirmed. The customer reported no device malfunction for the suk and the thermogard system. The thermogard system was placed back in service for clinical use. No consequences or impacts on the patient.

Manufacturer narrative:
Additional information in h4 (device manufacture date). The customer's complaint of "a leak from the cool line catheter (lot #160313)" was confirmed during the functional testing. During the functional pressure leak test, a leak was observed from the middle of the distal balloon. The root cause of the leak was a cut at the middle of the distal balloon. Under the microscope, the cut appeared to be a small, straight, and clean line, measuring 0.98 mm. The root cause for the cut was a latent material defect. Visual inspection of the returned catheter was performed. Observed the catheter shaft was kinked at 15.5 cm of shaft marker. The exact timing and cause of the kink on the catheter cannot be determined; however, improper handling of the catheter cannot be ruled out. No other physical damage was observed on the catheter. A functional leak test was performed, and all infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device. Upon pressurizing the catheter, a leak was observed at middle of distal balloon; thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the following process. Historical complaints were reviewed for information related to the reported complaint, and no similar complaint was reported for the cool line catheter with lot number 160313.